Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the lead dislodged shortly after the procedure was complete. The physician attributed this to patient activity. An attempt to re- position the lead was unsuccessful. When the lead was removed and inspected tissue was found in the helix. Additionally, the helix could not be retracted or extended. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.